Event description:
I was prescribed a zio device which is a heart rhythm recorder you wear on your chest with adhesive. The device began to come off after around 24 hrs. The next 24 hrs later, it was mostly off and by day three totally off though I could re-apply it to some degree. It did not tolerate exposure to any water which is what seemed to cause the accelerated separation. I have worn another in the past and did not have any issues with this. In addition, while wearing the zio, I followed instructions to press a button when symptoms were felt, which occurred several times each day. I also recorded the times and days in a written log and sent it in to them. When they read the data from the device, the report my dr received said there were no abnormalities at all. I am a medical dr and I know that there were abnormalities. The question is "what is happening with this situation? Were the abnormalities not recorded? Is the recording fake / falsified or was the dr reading the strips wrong completely somehow?" It was a very concerning situation. When I attempted to contact the reading physician I did not have my request to communication returned. Also, the rn who placed the device made it clear that the device had a history of issues with maintaining proper adhesion. It has an orange light that flashes when recording is interrupted / there is a change in signal meaning it is no longer connected. This did not occur until the third day so the first two days should have recorded the irregularities properly. "What is going on?" Thanks for your help looking into this issue.